Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a kinked cannula with a non-tandem infusion set. Customer's blood glucose level was 486-541 mg/dl. Reportedly, customer delivered a bolus to address the elevated blood glucose level.